Event description:
It was reported that the device may be depleting prematurely. Data downloaded from the device revealed a higher than expected current drain. The device is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: performance data from the device was received and analyzed. The weekly battery voltage trend data showed a battery voltage of 3.073 volts to 2.719 volts between (B)(6) 2012 and (B)(6) 2013, which is prior to the recommended replacement time of less than or equal to 2.6251 volts. Concomitant products: 5076 implantable pacing lead (B)(6) 2010; 6947 implantable defib lead (B)(6) 2010; t50523h tissue valve (B)(6) 2002; t510-27h tissue valve (B)(6) 2002. (B)(4).